Manufacturer narrative:
There was no button error alarm during testing. However, the device had intermittent esc, act and up buttons response due to corroded keypad traces. There was no moisture damage on electronic assembly during visual inspection. The device had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error alarm. The customer states he was swearing and that the pump may have been exposed to moisture damage. The customer's blood glucose at the time of the incident was 110mg/dl. The customer was advised to discontinue use of the device, and that it would have to be replaced. The device is being returned for analysis and replaced.